Manufacturer narrative:
Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that CT brain scan images have ring artifacts along the cranium portion of the scanned images. A philips field service engineer (fse) went onsite to evaluate the system. The fse confirmed the artifact and found a split (crack) in the compensator of the a-plane collimator. The fse replaced the a-plane collimator assembly and calibrated the system to resolve the artifact issue. The fse confirmed there was no report of harm to a patient, operator, or bystander and no rescan performed as a result of the artifact. The system is functional and in clinical use. This issue has been determined not to be a reportable event.